Event description:
On (B)(6) 2014, at 6:53, the result from one inform ii meter was 54 mg/dl. At 7:00, a second result from the same meter was 35 mg/dl. At 7:03, the result from a second inform ii meter was 179 mg/dl. All results were obtained using strips lot 471356, expiration date 01/31/2015. No patient information was provided. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.